Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Event description:
During a call for an unrelated alarm, the patient indicated he had peritonitis. Follow-up information obtained on (B)(4) 2010 by global pharmacovigilance is as follows: on (B)(6) 2006, the patient began pd therapy using pd4 ambuflex, intraperitoneal (ip). The patient's most recent dose of pd4 ambuflex was 10.5 liters nightly. On (B)(6) 2010, the patient developed an exit site infection. Culture results revealed a yeast infection. The patient was not hospitalized for the event. The patient was treated with fluconazole for 3 weeks. The event of exit site infection was considered resolved after fluconazole therapy was completed. The event of exit site infection was not related to the dianeal solution or homechoice machine. The reporter did not provide her opinion as to how the patient developed the exit site infection. The patient remained on pd therapy. On (B)(6) 2010, the patient was hospitalized for peritonitis. On (B)(6) 2010, culture results revealed staphylococcus coagulase negative. The patient was treated with ip antibiotics. While hospitalized the patient developed transit ischemic attacks (tia) and the patient was thought to of had a stroke. When asked if the reporter could provide symptoms the patient experienced the nurse replied, "sluggish, not thinking clearly and delayed response." On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient had his transfer set replaced. At the time of this report the event of peritonitis and tia with possible stroke was considered ongoing and improved. The nurse stated the event of peritonitis and tia with possible stroke was not related to the dianeal solutions, transfer set or homechoice machine. The patient remained on pd therapy, dose not changed. The nurse stated there was no relation of the september peritonitis and august exit site infection. No further information is available. The following are potentially associated lots for this peritonitis event flexicap disconnect cap lot 10d15h25.

Manufacturer narrative:
(B)(4). The root cause could not be determined. A batch review was performed for potentially associated lot (10d15h25) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A sample is not available.